Manufacturer narrative:
(B)(6). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product codes: hrs hwc. (B)(4). Not implanted or explanted, surgeon used another plate. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following: during an open reduction internal fixation (orif) of distal femur, the surgeon requested a 10 hole right, but it was not available because it was still on backorder. The surgeon had to extend his incision to place the 12 hole plate. The procedure was completed successfully, with a 5 minute time delay. Patient status was not reported.this complaint involves one (1) device. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Event date added, product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.